Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc (B)(4), lot number y257105, exp (B)(6), 5% dextrose. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient's pump was beeping for occlusion. The PICC line assessed and checked for patency, no issues with the patients PICC line. When tubing was taken out of the pump it was noted to be ballooned. Set was replaced and fluids restarted on patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection of the set showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing was performed; no bulge/balloon was observed in the silicone segment. Additional testing of the set was conducted: an IV push was performed first by occluding the tubing above the injection port then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port resulted in a bulge/balloon when the pump module door was opened. The root cause of the balloon/bulge in the silicone segment is an IV push or flush being executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment which causes the bulge/balloon.

Event description:
The customer reported that the patient's pump was beeping for occlusion. The PICC line was assessed and checked for patency; no issues were noted with the patient's PICC line. When the tubing was taken out of the pump it was noted to be ballooned. The set was replaced and fluids restarted on the patient. There was no report of patient harm.